Event description:
It was reported the patient experienced a loss of therapeutic effect at night, including a loss of bladder control. The patient stated they turned the stimulation up at night, but "it ends up being too high and shocking him." The patient mentioned he keeps the stimulation at a lower level at night so he can sleep. It was stated "sometimes it works and sometimes it doesn't." The patient had only tried one of the programs, and was feeling stimulation in the right buttock. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3093-28, lot# v906470, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).